Manufacturer narrative:
The device was returned by the customer for evaluation. The visual and functional investigation did not confirm the shape development failure. Therefore, a definitve root cause could not be established.

Event description:
It was reported that the occluder changed shape during deployment in the patient. Multiple attempts were made to position and redeploy, but each time it did not achieve the correct shape.

Manufacturer narrative:
A2 and a4 is unknown. The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record.